Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they thought something was not working. Patient stated they had surgery on tuesday, and they had to go in and turn the therapy off. Patient said they felt nothing when they turned the therapy back on. Patient mentioned they switched programs and increased the stimulation, but they are not feeling the stimulation and not getting a 50% or more symptom reduction. Patient also stated they are going to the bathroom more than they normally would. Patient said that when they try to increase the stimulation on each program, they will get an error message saying maximum settings. Redirect patient to hcp for further address the issue.